Event description:
The patient's knee was revised due mechanical failure/loose stem.

Manufacturer narrative:
An event regarding mechanical failure / stem loosening involving an mrs stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there were no other events for the reported lot. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: returned device, pre- and post-operative x-rays, primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation to determine root cause.

Event description:
The patient's knee was revised due mechanical failure/loose stem.

Manufacturer narrative:
It was noted by the sales rep that no additional information or documentation will be provided due to hospital policy. A supplemental report will be submitted upon completion of the investigation.